Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that when attempting to introduce the vizigo¿ dilator into the sheath, a white rubber piece became detached and fell into the chamber, blocking the sheath. The dilator became bent as a result. The sheath was exchanged with another vizigo¿ to continue the case successfully. No adverse patient consequences were reported. Additional information was received on 17-jan-2022. It was reported that a white, silicone piece was dislodged while the dilator was being introduced to the sheath. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did become detached from the sheath. No photo is available. The sheath was not being used on the patient.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 28-feb-2022. It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that when attempting to introduce the vizigo¿ dilator into the sheath, a white rubber piece became detached and fell into the chamber, blocking the sheath. The dilator became bent as a result. The sheath was exchanged with another vizigo¿ to continue the case successfully. No adverse patient consequences were reported. The product was returned to biosense webster inc. (Bwi) for evaluation. Bwi then conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve and silicone ring were found dislodged and lost, the dilator was introduced in the sheath and no resistance was detected. The valve and silicone ring could have been detached due to an external force while inserting the device thru the sheath but, it cannot be conclusively determined. The brim cap was found in its place and the dilator was found in good normal conditions. During product analysis, the lot number was verified to be 50000053. This was verified by electronically erasable programmable read only memory (eeprom) file. A device history record (DHR)was performed for the finished device 50000053 number, and no internal actions related to the complaint were found during the review. Based on the eeprom and DHR, the d4. Lot, d4. Expiration date and h4. Device manufacture date have been updated. Based on the information currently available, a visual examination of the returned product indicates that the hemostatic valve and silicone ring were found dislodged and lost. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and silicone ring, pushed through the sheath which suggests that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).